Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms following delivery of shock therapy for ventricular fibrillation (vf). Shock impedance measurements were noted to be in the 40-50 ohms range during shock delivery. The patient experienced lightheadedness with the vf prior to delivery of therapy. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.